Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/13/2015 with the following findings: the battery cap was not returned with pump, a test cap used to perform investigation. The display lens was damaged/badly scratched. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed the display lens was damaged/badly scratched. This report is made based on results of investigation completed on 08/13/2015.